Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The 75% stenosed lesion was located in a non calcified and moderately tortuous left main trunk. The lesion was direct stented with a taxus express2 3.5x16mm drug eluting stent, deployed at 9 atms for 10 seconds. The stent was deployed without difficulty; however, the physician encountered difficulty deflating the balloon. The contrast media was able to be removed from the distal third of the balloon, however, the remaining portion of the contrast media was unable to be removed. The physician attempted to withdraw the balloon, but was unable to move it. The balloon was reinflated and deflated multiple times and then delivery system was able to be removed from the patient. The stent remained in position and the procedure was complete. The contrast media used was a 50/50 mixture of lopamiron and saline. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
.